Event description:
The patient was revised due to pain. It would seem there may be premature poly wear on the surface and also circular wear patterns on the underside of the insert as has been described in "jbjs".